Manufacturer narrative:
Concomitant medical products: 193011, echo b-mtrc mp fp so 11, 692330. Complaint sample was evaluated and the reported event was confirmed. Upon visual inspection the head had fractured. Device history records (DHR) was reviewed and no discrepancies were found. Results of material analyses: titanium is detected as the dominating element of both metal transfer patterns, beside the ceramic material. It can be concluded that both patters of metal transfer were generated by contact with the metal stem. Iron and nickel are detected as dominating elements, beside the ceramic material. A line pattern of debris at the proximal taper end contains carbon. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during initial procedure the ceramic head implant split in half. No extra force as given to implant to impact. All the fragments were gathered and a new head was implanted. A post op extra showed more of the implant still in the patient. The patient was then brought back in to surgery to remove the left over implant fragments. No additional information available.